Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had motor error alarm and battery cap damage. Customer's blood glucose was unknown mg/dl. The customer got alarm and took out the battery but she tried to put the cap back on it would not, pump won't power on. The customer was unable to install the battery cap on their pump. The customer was advised that we will send new battery cap and revert to a backup plan. The customer was to call back when cap received in order to troubleshoot for motor error to determine if the device needs to replaced or safe to use.